Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced perceived frequent severe low glucose events while using the ilet system; contemporaneous review showed more high than low readings overall, and the user¿s glucose was 65 mg/dl trending upward to 72 mg/dl after self-treatment with oral carbohydrates such as ginger ale and candy, with acknowledgment of delayed responses to alerts and subsequent education on prompt alert response. Symptoms included low blood glucose. Outcomes included no reported injury, no hospitalization, and recovery with oral glucose. Investigation included complaint intake review and user troubleshooting with education on responding to alerts at the first sign of a low. Investigation of this case revealed no device malfunction was identified and user behavior related to delayed alert response was a contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.